Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a problem with duplicate bar codes associated with bact/alert® sa bottles. An investigation was performed. The investigation examined the bact/alert® manufacturing directions, including the quality control release testing documentation, and all results were within specification. Based upon the customer interaction and biomérieux internal findings, the customer's laboratory information system (lis) is the root cause of this investigation. Since all bottle ids are retained in memory indefinitely, and bottle ID numbers are finite, a duplication of bottle ID will eventually occur. The current workflow of using a generic bottle barcode label on bottles recognized as duplicate should be continued. Biomérieux recommends a purge of bottle ids from the lis database with more than a predetermined number of days of being unloaded based on customer needs.

Event description:
A customer in (B)(6) notified biomérieux of a problem with duplicate bar codes associated with bact/alert® sa bottles. The customer reported that before a blood sample is collected, the sa bottle ID is scanned into the lis system. When sa bottle lot 1046662 is scanned, the system shows the bottle ID has already been recorded for year 2015. When a bottle ID is duplicated, the unused bottle is discarded and a new bottle used. The customer reported there is no impact on patients, as the customer discards the unused bottles when the lis gives notification that the bottle ID has been used before. The customer was instructed to use a generic bottle ID label to allow bottle loading into the lis. A biomérieux internal investigation will be initiated.